Event description:
The pt was implanted with an scs system including an ipg on (B)(6) 2010. Her ipg was not in use as her leads had previously been explanted (reference MFR report # 1627487-2011-01547). It was reported that she underwent an MRI and during the procedure, her ipg pocket became hot. The procedure was aborted and the pt is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.